Event description:
The facility reports the resident was being transferred from the bathing trolley to the wheelchair. The resident was able to be lifted from the bath trolley, and was able to be positioned over the wheelchair. Upon lowering the resident to the wheelchair, (about two inches above the chair), the hanger bar detached from the lift and the resident dropped into the wheelchair. No injuries were reported.